Manufacturer narrative:
(B)(4). The physician informed rayner intraocular lenses limited that the pt has been left phakic and that the pt would be returning within the next month to undergo the implantation of an anterior chamber intraocular lens. The physician has confirmed that the pt was not injured as a result of the reported event. The event description provided by the physician indicates that at certain times during the procedure his view of the eye was restricted. The rayner sales specialist has discussed various methods of achieving a successful injection with the physician and has recommended that iris hooks are used in cases where the pupil is small. A review of production records for this batch confirms that all manufacturing and quality checks were satisfactory and that the lenses released from the c-flex aspheric 970c batch 091e28141 were all within specification. Complaints since 09/2011, the month of manufacture, were reviewed and we can confirm that no complaints of any type have been received against the c-flex aspheric batch 091e28141.

Event description:
Rayner intraocular lenses limited were notified of an event that occurred with the c-flex aspheric 970c intraocular lens by (B)(6). The following account of the reported event has been provided to rayner intraocular lenses limited by the rayner sales specialist. "The lens was loaded up in the normal way by the nurse and checked by the surgeon before inserting into the pts eye. He did a wound assisted insertion and the leading haptic apparently came out the optic went into the bag but the leading haptic got caught on the capsularexis, the trailing haptic followed and went into the bag but the leading haptic folded back on itself staying outside of the capsular bag. The pts pupil continued to get smaller meaning the view was difficult. At this point he put a few iris hooks in to get a better view. He said the leading haptic being outside of the bag caused a rip in the capsular bag as he was trying to see if it had gone in or not. He decided to explant the lens as he could not be sure if the leading haptic would stay in the bag or in front."